Manufacturer narrative:
Olympus can not verify if the device was returned for evaluation since no specific model or serial was provided. There is no report of device malfunction in this case. No specific patient information is available at this time. Additional information is being pursued. Upon receipt of additional relevant details, this report will be updated.

Event description:
It is reported in the literature article "metal versus plastic stents for anastomotic biliary strictures after liver transplantation: a randomized controlled trial" appearing in volume 87, no.1: 2018 of the gastrointestinal endoscopy journal, that a total of 17 patients experienced a procedure related adverse event following placement of either a fully covered self-expandable metal stent (csems), or multiple plastic stents (mps) using one of three olympus therapeutic videoduodenoscopes (tjf180, tjf160, or tjf140). This complaint reports patient adverse events (aes) following use of tjf140, and related complaints patient identifier (B)(6) and patient identifier (B)(6) report aes experienced following use of tjf160 and tjf180 respectively. The most common procedure-related adverse event experienced across both groups of patients (csems vs mps group) was pancreatitis ranging from mild (n-3), moderate (n-7), to severe (n-1). The remaining patients (n-6) experienced severe abdominal pain necessitating hospitalization and management with intravenous (IV) analgesics.